Manufacturer narrative:
On july 28, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.7 cm implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis.  Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with 350 cc mentor smooth round moderate profile on both sides and experienced right side breast implant deflation and capsular contracture; baker grade unknown. The patient also experienced device migration on the left side. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3502550; serial number: (B)(4) on the right side and with catalog number: 3502550; serial number: (B)(4) on the left side on (B)(6) 2020. This report is for the patient¿s left-sided device.